Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The events of infection and other medical, deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported a patient was injected with juvéderm® voluma¿ in the nose three times over the period of approximately 2.5 months. Patient experienced pain inflammation, edema and product migration after the injections. Patient was treated with hyaluronidase and several ultrasound. Symptoms are ongoing. Additional information was received from patient stating having persistent inflammatory reaction. The product has been migrated throughout the tip of the nose. An MRI shows that the product is present in the cartilage and spread throughout the musoca. After experiencing symptoms and testing positive for anas with elevated eca, it was determined that patient has developed asia syndrome due to the product, along with chemical sensitivity and other pathologies. The product has integrated within the nasal tissue and is causing inflammation, as confirmed by pet-tac imagining. Even after 3 years of injection, the product has not degraded and remains associated with the tissue at the injection site leading to various autoimmune disorders including asia syndrome. Healthcare professional has diagnosed with pots-type dysautonomia based on neurophysiological study. Cognitive deterioration has progressed, with sensation of paresthesia, pending fine fiber study, persistent covid. Patient been diagnosed with probable mesenteric panniculitis and found to have granulomas at the basal level but not biopsied pelvic congestive syndrome. Additionally, patient have myalgia encephalomyelitis with central sensitization of grade iii-IV, and left temporal hypo perfusion which might be related to asia syndrome. Patient experiencing premenstrual pain, hematuria, changes in heart rate, including episodes of tachycardia, hypotension and intra abdominal varicose veins, abdominal pain, constipation, and asthenia. Patient has been treated with coenzyme q10 complex 1 tablet with dfa, nucleodol 1 tablet every 12 hours during one month, 1 compressed to the dfa other 2 months. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00799) (allergan complaint #(B)(4)) and MDR ID# (3005113652-2023-00823) (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm® voluma¿.

Event description:
A healthcare professional reported a patient was injected with juvéderm® voluma¿ in the nose three times over the period of approximately 2.5 months. Patient experienced pain inflammation, edema and product migration after the injections. Patient was treated with hyaluronidase and several ultrasound. Symptoms are ongoing. Additional information was received from patient stating having persistent inflammatory reaction. The product has been migrated throughout the tip of the nose. An MRI shows that the product is present in the cartilage and spread throughout the musoca. After experiencing symptoms and testing positive for anas with elevated eca, it was determined that patient has developed asia syndrome due to the product, along with chemical sensitivity and other pathologies. The product has integrated within the nasal tissue and is causing inflammation, as confirmed by pet-tac imagining. Even after 3 years of injection, the product has not degraded and remains associated with the tissue at the injection site leading to various autoimmune disorders including asia syndrome. Healthcare professional has diagnosed with pots-type dysautonomia based on neurophysiological study. Cognitive deterioration has progressed, with sensation of paresthesia, pending fine fiber study, persistent covid. Patient been diagnosed with probable mesenteric panniculitis and found to have granulomas at the basal level but not biopsied pelvic congestive syndrome. Additionally, patient have myalgia encephalomyelitis with central sensitization of grade iii-IV, and left temporal hypo perfusion which might be related to asia syndrome. Patient experiencing premenstrual pain, hematuria, changes in heart rate, including episodes of tachycardia, hypotension and intra abdominal varicose veins, abdominal pain, constipation, and asthenia. Patient has been treated with coenzyme q10 complex 1 tablet with dfa, nucleodol 1 tablet every 12 hours during one month, 1 compressed to the dfa other 2 months. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00799) (allergan complaint #(B)(4)) and MDR ID# (3005113652-2023-00823) (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm® voluma¿.